Event description:
The user received a call from a physician questioning a tsh result for one patient sample. The sample for tsh had been drawn at 5:01am and gave a result of 0.067 uiu per ml with a data flag. The sample was repeated on (B) (6) 2010 with a result of 2.2 uiu per ml. When the user followed up with the physician, the physician mentioned she also questioned the ft4 result from a separate sample from the same patient drawn at 13:00 pm on (B) (6) 2010. The initial result was less than 0.023 ng per ml with data flag. The sample was poured into a standard sized cup and retested with a result of 2.08 ng per dl. Both samples were in bd sst gold top 5 ml tubes. The physician did not mention the results, since she did not believe the results.

Manufacturer narrative:
The field service representative determined the tube connecting the s/r probe was loose with slight leakage at the connector. He tightened the connector with no further leakage noted. He checked all the voltages, temperatures and alignments which were all within specifications. To verify the analyzer operation, he ran performance tests and qc with acceptable results.